Manufacturer narrative:
The investigation concluded the device met manufacturing specifications prior to release. The ilet log review concluded the ilet was performing as intended. The cause of this event is indeterminate.

Event description:
The patient called to report a severe hypoglycemic episode, with blood glucose dropping to 30 mg/dl. Despite consuming 15 grams of carbohydrates, there was no improvement, prompting the patient's sister to call emergency services. The patient was admitted to the hospital for both hypoglycemia and elevated blood pressure, and was treated with IV glucose. At the time of the call, the patient was no longer using an insulin pump. They also reported not meal announcing as previously advised by their healthcare provider, citing a unique medical condition and a consistently low carbohydrate intake (less than 30 grams daily).